Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken on radius side assessed as surgical damage, one opening on the posterior side assessed as fold flaw opening and missing on radius side assessed as inconclusive . Additional observation: crease observed on the device. Wear abrasion observed on the device. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.